Manufacturer narrative:
The complaint investigation for false reactive architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for the product. A review of tracking and trending data for the list number did not identify any related trends for the product for the issue. The device history record review did not identify any non-conformances or deviations associated with the lot number 49419be00 and complaint issue. Field data was reviewed and the overall performance of architect toxo igg reagents in the field was reviewed using data gathered via customers worldwide. Median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 49419be00.

Event description:
The customer reported a false reactive architect toxo igg result for a patient (pregnancy follow-up) known to have a history of negative results for toxo igg. The following data was provided: sid (B)(6): initial toxo igg result = 13.8 iu/ml (reactive); rerun on 2 other analyzers at the lab = 0.00 and 0.01 iu/ml (nonreactive). There was no impact to patient management reported.

Manufacturer narrative:
A1 patient identifier: (B)(6) (complete patient identifier- exceeded the characters allowed in this field) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive architect toxo igg result for a patient (pregnancy follow-up) known to have a history of negative results for toxo igg. The following data was provided: sid (B)(6) : initial toxo igg result = 13.8 iu/ml (reactive); rerun on 2 other analyzers at the lab = 0.00 and 0.01 iu/ml (nonreactive). There was no impact to patient management reported.